Event description:
It was reported that after the completion of a surgical procedure conducted at the user facility, the washer came off of the device and the device then fell apart. No adverse consequences or procedural delays were reported with this event.

Manufacturer narrative:
The reported event that when being removed, the washer popped off and the whole device fell apart was confirmed by the complaint specialist; during the visual inspection a part of the securing screw at the end of the tightening screw was found to have broken off, allowing the entire device to be disassembled. Any physical impact to the device should be avoided and may cause or contribute to the reported event. Handling of the device has most likely caused the reported event.

Event description:
It was reported that after the completion of a surgical procedure conducted at the user facility the washer came off of the device and the device then fell apart. No adverse consequences or procedural delays were reported with this event.